Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, the insulin pump alarmed no delivery and customer has been experiencing high blood glucose of 432 mg/dl. Customer had changed the infusion set the last thursday normally before dinner and then afterwards she checks her blood glucose. Customer's blood glucose after her meal was 432 mg/dl. While customer was performing the fill process the device squirted out insulin. Troubleshooting was performed for the prime rewind anomaly and customer stated that insulin continued to drop after letting go of the act button. Customer resolved the issues with an infusion set change. No compromised force sensor alarms were noted on the device history. Customer current blood glucose was 105 mg/dl. Customer was advised to change out the infusion set. The insulin pump is not returning for analysis.